Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has confirmed that the aligner treatment was not appropriate for their dental condition. The treatment has caused clear damage to their dental structure. At check in patient marked true to discomfort, pain level 10, excessive bleeding, periodontitis, infection, allergic reaction, inflammation, blisters, gingivitis, sensitivity, not fitting, jaw discomfort, chipped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.